Event description:
A malfunction was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue appeared again.